Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from representative indicating that the lead fracture was not confirmed; however early signs of a fracture are suspected. The right ventricular (rv) lead was surgically abandoned. The reported patient's symptoms were not related to the lead issues. No additional adverse patient effects were reported. Boston scientific received information that the health care professional called to discuss an episode. Technical services reviewed the patient's device data and found one second of fuzzy noise on the right ventricular (rv) lead. It was stated that all other episodes recorded appear appropriate and due to short runs of ventricular ectopy. Technical services recommended continue monitoring. Additional information was received from patient's advocate indicating that the patient heard an alarm. Noise was found and the rv lead was fractured. The patient feeling odd sensations near device area. Technical services suggested to discuss further with physician. No further action taken. Remains in service. No adverse patient effects were reported.